Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Diabetes educator reported on behalf of the patient that there is a black spot on the pump display. No adverse event reported. Requested return of the alleged pump for evaluation.